Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the treatment of an unknown size abdominal aortic aneurysm. It was reported the patient presented emergently approximately three and a half years later with a 200mm type b dissection that caused the endurant to collapse and malperfusion in the patient. An additional stent graft was implanted to treat the dissection. It was reported the true lumen opened up after the stent graft was implanted and the endurant now looks open. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Six (6) still axial CT images from an unknown date were returned. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The images showed several cross-sections of the abdominal aorta at the level of the visceral vessels and the aaa. Several of the images showed a likely mdt stent graft system that had been implanted; which appeared to be an endurant. A possible aortic dissection was seen in the returned image above the renals, and the visceral vessels that were visible appeared perfused. Likely collapse of the stent graft was observed; however, the images could not confirm which devices had collapsed and if they were patent. No clear endoleak or any other stent graft issues were observed. The cause of the reported dissection leading to collapse of the stent graft and vessel malperfusion, could not be determined from the limited CT screen shots provided. The anatomy at implant is unknown, earlier post-implant CT¿s were not provided, and complete films from this event were also not available for review. Analysis of the returned films did not reveal any stent graft anomalies that could explain the reported events. If information is provided in the future, a supplemental report will be issued.